Manufacturer narrative:
Review of the submitted log file confirmed the reported pump stop. The captured event appears consistent with a loss of device support due to depletion of the external and internal batteries. A duration of time for how long the pump was off could not be determined through this evaluation. The IFU and patient handbook explain how to charge the batteries and exchange power sources. The captured data suggests the patient was sleeping while connected to batteries. These documents warn that patients must connect to the power module when sleeping or when there is a chance of sleep. No other issues identified. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years 8 months. Review of the submitted log file confirmed the reported pump stop. On 28oct2018 5:07am, the low battery hazard alarm became active due to low battery power and the system switched to power save mode. The external batteries depleted by 5:20am, resulting in the system switching to the internal backup battery. The following data shows a clock reset and the pump being restarted on a charged external battery. The captured event appears consistent with a loss of device support due to depletion of the external and internal batteries. A duration of time for how long the pump was off could not be determined through this evaluation. The IFU and patient handbook explain how to charge the batteries and exchange power sources. The captured data suggests the patient was sleeping while connected to batteries. These documents warn that patients must connect to the power module when sleeping or when there is a chance of sleep. No other issues identified. The patient remains ongoing on vad support with no further related issues reported.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a loss of power. Review of the log file by the manufacturers technical services representative showed that the patient did not connect to the patient cable for the entire log file and on (B)(6) 2018 5:07am-5:20am several low voltage hazard events were seen with the patient needing to change to charged batteries or patient cable and did not. After the batteries depleted, the backup battery also depleted. With all sources of power depleted, the pump turned off and the internal clock of the system controller reset to default so it was unable to determine how long the pump was off. No other unusual events occurred.